Event description:
(B)(4).

Manufacturer narrative:
Per the reporter, the nurse observed the system fault occurrence in the devices downloaded error log. The device was rebooted and the error self-cleared. No device was returned to resmed for investigation. (B)(4).